Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the detached cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's mother took the device out of the package and went to pull the sticker for the adhesive off and the cannula came off with the sticker. She was requesting a replacement pod. There were no injuries reported during the event.